Manufacturer narrative:
The product was discarded; therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto® 3 system (model# fg-5400-00c, serial# unknown). Baylis brk transseptal needle (model# unknown, lot# unknown). Baylis medical torflex transseptal guiding sheath (model# unknown, lot# unknown). Agilis sheath (model# unknown, lot# unknown). Manufacture reference no: (B)(4).

Event description:
It was reported that a female patient underwent a premature ventricular contraction (pvc) ablation procedure for idiopathic ventricular tachycardia (idvt) with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. Post-ablation phase, the patient became hypotensive, and cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 500cc¿s of fluid from the pericardium. Patient was reported to be in stable condition and the blood pressure normalized after pericardial drainage. Extended hospitalization was required as a result of the adverse event for observation purposes. The patient¿s outcome is unknown. Physician commented he believes that the perforation occurred secondary to patient movement on the table during the procedure and because of the stiffness of the agilis sheath being used. There were no error messages observed on any bwi equipment during the procedure. Transseptal puncture was performed with a st. Jude medical brk transseptal needle. The baylis medical torflex transseptal guiding sheath and agilis sheath were used during the procedure. The generator was in power control mode for (stsf) catheter with default temperature cut-off and power cut-off. It is unknown if the power titrated during the procedure. The catheter irrigation was set at standard flow settings for the (stsf). The patient received an unknown anticoagulant during the procedure. The activated clotting time (act) is unknown. The shaft proximity interference (spi) value is unknown, the catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit (piu). The carto 3 system did not indicate to re-zero the catheter. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.